Event description:
New information on (B)(6) 2016 stated that the patient was admitted to the hospital for symptoms related to changes in heart rate. No further information was available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the symptomatic patient presented in the hospital. Upon interrogation, the pulse generator exhibited undersensing. The device was reprogrammed and no further undersensing was observed. The patient would continue to be monitored.